Manufacturer narrative:
On (B)(4) 2019 immucor technical support used a remote electronic connection method to assess files on echo lumena instrument serial number (B)(4); the camera report was acceptable and the event log indicated no errors at time of testing. On april 16, 2019 an immucor field service technician inspected echo lumena instrument serial number (B)(4) at the customer facility. The technician found the instrument operational and performed a successful unexpected reaction checklist. The immucor internal report record number for this report is (B)(4).

Event description:
On (B)(6) 2019 a customer reported an unexpected negative result with capture-r ready-ID extend I on an echo lumena instrument.